Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. During the procedure when they attempted to retract the wire it became stuck near the catheter tip. They attempted to advance the guidewire as well but were unable to. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis. No tissue was seen at the catheter tip when the catheter was removed from the patient.